Event description:
A malfunction alarm occurred while the customer was updating the pump software. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was initially assisted with resetting the pump, but when the malfunction code reoccurred, tandem technical support decided to replace the pump. The customer reverted to manual insulin delivery, was instructed on storing the pump, and arranged for its return with a pre-paid label.